Event description:
It was reported that the video system center had e118 and e328 error codes. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (error118) was confirmed but ee328-remote notification was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, light source unit failure, no light was emitted and poor contact of power supply unit based on the results of the investigation, a probable root cause of the reported complaint (ee328-remote notification) could not be identified. However, the most probable cause of the complaint (error118) due to damage and failure in light source unit. Additionally, no light was emitted due to poor contact of power supply unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.